Event description:
It was reported that the customer was hospitalized for hyperglycemia and a heart attack. Prior to the event, the customer had hbgs leading to a heart attack. According to the md, the cause of the event was a heart attack. It was indicated that the time on the pump was incorrect even after the customer reset the time correctly. At that time, the customer was advised that a replacement will be sent.